Event description:
A customer contacted beckman coulter inc (bci) stating that a sample tube fell from the cassette and was lost under the sample aspiration module of the unicel dxh 800 coulter cellular analysis system. Per the customer, the tubes did not break or leak, but the customer expressed concern about potential blood exposure as a consequence of this issue. The test order for the patient was canceled by the physician because the tube was lost and results were not obtained. The tube was later discovered inside the instrument. There was no death, serious injury, or affect to patient or user associated with this event.

Manufacturer narrative:
An internal investigation for this issue revealed that the expandable grippers (or clips) in the cassette are staying open, causing the sample tube to come out of the cassette while the cassette is mixing and/or during transport. The dxh 800 cassette is undergoing modifications to improve the ability to hold a specimen tube. Service was not dispatched for this event. New cassettes were provided to the customer.